Event description:
The customer stated that the waste sensor of the cell-dyn ruby analyzer is not functioning any more. Cleaning the sensor did not resolve the issue. The waste tubing is to be replaced in order to resolve the issue, and the customer was instructed to change the waste tubing assembly every six months per fa30nov2009. No impact to user safety or patient management was reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A final report will be submitted when the investigation is complete.